Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to very high blood glucose (bg) level (approximately 1100 mg/dl) with a large ketone level. The customer reported to have drank too much and was the cause of the high bg. The customer was treated with intravenous fluids and an insulin drip. Although requested, additional information was not provided.